Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 243 mg/dl throughout the day and a correction bolus was delivered to address the bg level. The customer did not know the cause of the high bg. A pump system check was performed and no device issues were found. The customer was to change all of the pump supplies and stated that the healthcare provider would be contacted if the bg level did not lower. The customer declined further follow-up.